Event description:
It was reported that the ilet user experienced hyperglycemia at 360 mg/dl after a prior low earlier in the day; support recommended and guided a full supply change using an inset teflon infusion set and prefilled cartridges, and lot numbers were collected. Customer care provided support that included remote troubleshooting and recommendation of a full supply change. Investigation of this case revealed that the hyperglycemia cause was unclear, with no device alarms and no confirmed device or component malfunction during or after the guided supply change. Symptoms included dizziness associated with elevated blood glucose. Outcomes included successful reduction of blood glucose to 279 mg/dl without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.